Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Reportedly, the customer did not state if a bolus had been delivered but reported that the low bg occurred due to eating less food than intended. Raisins and juice was consumed to treat the low bg level.